Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number rcmbdz / j519w05, and no non-conformance related to the reported complaint condition were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the procedure delayed due to the event? If yes, please specify. Were there any patient consequences due to the event? Events were submitted via 2210968-2021-06187, 2210968-2021-06188, 2210968-2021-06189, and 2210968-2021-06191.

Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2021 and the suture was used for knee capsule closure. During surgery, the suture broke. Another like suture was used to complete the procedure successfully. Additional information has been requested.